Event description:
The provider, states that the upper support assemblies are not locking into the side frame of the chair properly. Provider feels like they may have been welded an 1/8th inch too short which prevents the release mechanism from locking to the chair. No additional information provided.